Event description:
Patient reported "possible capsular contracture baker grade unknown". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.6.

Event description:
Previous medwatch submission noted capsular contracture. Upon further information, allergan has determined that the event of capsular contracture did not occur on the left side.